Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during use of an act plus instrument, it was reported that the unit was not giving the right val ues (values too low). Use of instrument was unspecified. There was no adverse patient effect associated with this event.

Manufacturer narrative:
Device evaluation summary: the reported issue that the unit was not giving the right values (values too low) was not verified during service. Service technician did not notice the issue. Service technician carried out disassembly and complete internal cleaning of the device. Service technician did adjustment of the mixing bar height and calibration of the heating block. Service technician carried out clottrac blood tests and acttrac test and leakage current test. Preventative maintenance was performed per specifications. D9: instrument was serviced at the facility by medtronic field service and was not returned to medtronic service center additional info h6: updated the annex b and c codes medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.